Event description:
It was reported that during da vinci-assisted inguinal hernia surgical procedure, the controls were inverted. The intuitive surgical, inc. (Isi) technical support engineer (tse) inquired if the customer had encountered any errors and they confirmed they had recoverable faults. The tse found 23003 errors in logs for universal surgical manipulator (usm) 3 (camera arm). The tse had the customer move to a second endoscope and burp port to clear guided tool exchange. The customer installed a second scope, and no errors were present. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a robotic assisted laparoscopic hernia repair was being performed at the time of event. Per surgeon, the image was "backwards and upside down". The surgeon could not get the scope to move from its original position. Isi technical support was contacted when the issue was detected. 30-degree endoscope was used in up installed orientation. The scope worked fine for the first half of procedure. The adapter was in correct position. Technical support advised to change the endoscope. The endoscope that the site was using had bad bearings per technical support. The procedure was completed with back up endoscope with no reported injury. The endoscope will be returned to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope for evaluation. A follow-up MDR will be submitted if the endoscope is returned (post failure analysis evaluation) or if additional information is received.